Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot number 73a1500433 investigation did not show issues related to the complaint. The device sample has not been returned for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the stapler got stuck after the placement of four staples. The patient's condition was reported as fine.

Manufacturer narrative:
Qn#(B)(4). One (1) stapler from catalog number 528235 visistat 35w 6/box was received used, opened without original package, lot # was not confirmed, stapler was received with remaining staples; however , one staple was slightly misaligned. During visual inspection the components looked well assembled, no stuck staples in the tip of the cartridge. Functional inspection: stapler was fired and during 3 times activation no staples loaded, after the fourth activation, 30 remaining staples were loaded, formed & released properly. Failure mode stuck in stapler was confirmed during the first activation. Although; from the sample received it was observed the defect reported by the customer "stuck in stapler" during functional inspection, the root cause is considered unknown, since staples released properly during the fourth activation. Therefore at this time no corrective action will be taken. In addition, all products are 100% tested by manufacturing and this defect would have been detected during the functional testing.

Event description:
Alleged event: the stapler got stuck after the placement of four staples. The patient's condition was reported as fine.